Event description:
The case is the second washout for this particular patient in australia. He was washed out 5 days prior to the surgical procedure and since then his wound has become oozy and it was decided by the surgeon that another washout would be beneficial. The head and liner was removed and the patient was washed out again with a betadine/saline solution. The same sized implants were then opened and replaced. Case was performed successfully. All manufacturing process have been completed according to validated specifications. Therefor bioball system components are not estimated to have caused or contributed to the infection.